Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was going to be scheduled in the near future. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that no lead was revised. An atrial lead and an right ventricular (rv) lead was implanted. The field representative indicated that no revision or extractions were performed.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.